Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6), explanted: (B)(6), product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 559 mcg/day. It was reported the patient had intermittent therapy. The patient reported some positions seemed to stop therapy (lying on right side). Environmental/external/patient factors that might have led or contributed to the issue included the patient¿s weight and mobility. The hcp tried to aspirate the side port a while back (unknown date) and was unable. The patient¿s catheter was replaced on (B)(6). The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included t6 spinal cord injury.